Manufacturer narrative:
The zoll catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that solex 7 catheter was used in ER and patient was moved to the medical/cardiac intensive care unit for ivtm treatment. On (B)(6) 2018 at 10:30 am, the nurse noticed blood in suk tubing returning from the catheter orange lures. This is indicative of a catheter leak. Thermogard console was already placed on standby mode. The nurse and doctor were instructed by the site's zoll clinical field specialist, to change the catheter over a guidewire or to remove the catheter completely. The catheter was removed by a doctor around 3:00 pm without any issues. No known impact or patient consequence was reported. No further information was provided.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual examination found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed on the second loop from proximal end of the catheter. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for catheter with lot number 81065.